Manufacturer narrative:
(B)(4). Batch r5au6r. Investigation summary: the analysis found that one psee60a device was returned with the firing trigger broken and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What part broke (closing trigger, firing trigger, handle, jaws, etc.)? Were there any issues with the jaws of the stapler (visibly damaged)? Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Were any unusual or unexpected noises heard during time of use?

Event description:
It was reported that the surgeon used stapler then piece of stapler broke off while reloading stapler, nothing fell into the patient. No patient consequence.